Event description:
A peritoneal dialysis (pd) pt reported during his treatment tha the cycler alarmed for "air detected in cassette." He found a leak from his set but was unsure of the source. He closed off his connection. Pt was advised to discontinue treatment, rest with new supplies, and contact his pd nurse. He later discarded the leaking set. During follow up the pt's pd nurse reported that his effluent was clear. There were no signs of infection and no prophylactic antibiotics were administered . Neither the pt nor nurse could determine the source of the leak. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.